Manufacturer narrative:
(B)(6). The actual device was returned for evaluation. Reliability engineering evaluated the device and determined that the motor device the device stopped working after 5 minutes and 15 seconds of use and the console displayed e6 error code. It was also observed t that the flex circuit was cracked and worn, the flex circuit was worn due to normal wear over time. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing over time. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported that during an unspecified surgical procedure, it was observed that the motor device displayed an e6 error code. There were no delays to the surgical procedure as a spare device was available for use. It was reported that the procedure was completed successfully. There was patient involvement. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.